Event description:
It was reported that the pinnacle cup would not disengage from the pinnacle cup impactor. The surgeon suspects the threads on the cup are defective because the surgeon and the sales representative opened another cup and it disengaged properly. The sales representative was dictating that there was not a problem with the cup impactor itself. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.